Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was received with missing end cap sticker.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 32 mg/dl at the time of the incident. The nurse stated that the customer had high blood glucose of 346 mg/dl. The nurse stated that they treated the low blood glucose with glucose tablets. The nurse stated that they gave the customer glucose injections and normal saline IV. The nurse stated that the drive support cap appeared normal. The nurse stated that the insulin pump was not exposed to high magnetic fields. The nurse stated that the basal rates were way off. The nurse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.